Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of acetabular components of a hip-tep unknown side because of strong pe-wear. Doi: unknown, dor: (B)(6) 2022, unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During the revision, the cup also had to be replaced, as the head had already caused a defect on the pinnacle cup. The left side was affected. The inlay had luxated out of the cup and showed pe wear cranially.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary: the device associated with this report was received for analysis. Based in the visual examination of the part, it was observed that a portion of the liner's rim was fractured. Location of the fracture is consistent with excessive edge loading of the femoral head and patient's body weight since machining lines are yet visible opposite to the fracture zone. Interlock feature edge of the liner denoted three ard tabs sheared off from the liner which is also evidence of the liner having disassociated from the cup. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: bfarm DHR review request: product description: altrx +4 10d 32idx48od product code: 122132148 lot number: j8993y. 1) quantity manufactured: (B)(4) 2) date of manufacture: 09/13/2020 3) any anomalies or deviations identified in DHR: none. No non-conformances were identified. 4) expiry date: 08/31/2025 5) IFU reference: 090200701 IFU tot hip pros rev. S device history review: a manufacturing record evaluation was performed for the finished device (122132148/j8993y) product and lot numbers, and no non-conformances were identified.